Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 400 mg/dl at the time of the event. The customer was also suffering from a sickness resulting from a kidney transplant and spinal fracture. Prior to the event, the customer was trying to fill the reservoir, but was unable to fill it and reconnect to the insulin pump, causing her blood glucose to go high. Nothing further was reported.